Event description:
It was reported that during a bullae of lung resection procedure, when the device was fired the staples were malformed. Another device used to complete the procddure. No patient consequence reported.